Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit, to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, there were low water pressure alarms and they were unable to maintain water pressure. The physician completed the case with this prolieve thermodilitation kit. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The prolieve thermodilitation kit lot number is unknown; consequently, the manufacture and expiration dates are unknown. The device history record (DHR) on the reported lot number of the heat exchanger, which is part of the kit, was reviewed; no anomalies noted. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.